Event description:
This is a report of a patient who experienced an increased intra-peritoneal volume (iipv) event while on the homechoice (hc). The patient drained 3500ml and had a last fill of 1500ml. It was reported that the initial drain setting was 1000ml. This information meets iipv criteria. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed and a cause could not be determined. If additional relevant information becomes available, a supplemental report will be submitted.